Event description:
Received info regarding a cartridge alarm 19 during the load process. There was no reported impact to customer's blood glucose level. Customer was able to load a new cartridge successfully.